Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 21:33:34. During night drain cycle three, the patient's ultrafiltration reading was 1465ml, indicating the home patient (hp) drained 1465ml more than their maximum programmed fill volume of 2000ml. No additional information is available.